Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected low battery alarm. The insulin pump was received intermittent button response due to flattened act button dome switch. No ramping numbers anomaly noted. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the buttons were sticking. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the numbers were ramping on their own. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.